Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the patient suffered injuries in an amount to be proven at trial. No further information has been provided.